Event description:
Pt came in for peripheral atherectomy due to claudication in his left leg. A known potential complication of many of the interventions we do is breaking off calcium deposits and sending them into the lower extremities, causing decrease flow in smaller vessels. The embolism required surgical intervention. The physician used a 2.00 solid stealth for a total of 2 minutes of spin time in short 20-30 second interval on low, med, and high speeds. Post diamondback, fluoro revealed slow flor from the sfa all the way down to an abrupt stoppage of flow near the ankle in the at. The physician consulted vascular surgery and pt was transferred to (B)(6) medical center for the removal of 4-5 calcified rocks and particulate from the distal at. The pt is now doing well.